Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. As of the date of this report, the stapler and stapler reloads have not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show that sureform 60 stapler instrument pn: 480460-09 // ln: l90210325-0167 fired 8 reloads (4 green followed by 4 blue). All firings were completed with no pauses for compression. There were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: there was an unspecified amount of blood loss at the staple line after the surgeon had used a sureform 60 stapler instrument on unspecified tissue. The surgeon inserted a monopolar curved scissors (mcs) instrument and a fenestrated bipolar forceps instrument to quickly control bleeding with cautery.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, there was an unspecified amount of blood loss at the staple line after the surgeon had used a sureform 60 stapler instrument on unspecified tissue. The surgeon inserted a monopolar curved scissors (mcs) instrument and a fenestrated bipolar forceps instrument to quickly control bleeding with cautery. The procedure was completed robotically with use of the same sureform 60 stapler instrument. There were no other intra-operative complications and there have been no reported post-operative complications. The patient was discharged on post-operative day one and was reported as doing well. No blood transfusion was required. There were no reported system errors; intraoperative instrument collisions; or staple fires on any hard object. It was unknown if tissue was calcified or if there was tissue tension. Buttress material was not in use. There was no report of clamping or unclamping issues, a specific blade error, a reload stuck on tissue, missing staples or malformed staples. The customer reported an intra-operative ¿staple line bleed¿ where a sureform 60 stapler had been used; resolved with intra-operative cautery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.